Event description:
It was reported to philips that the device failed the self-test. There was no patient involvement. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. The fse was unable to duplicate the reported issue. The self-test passed. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. Preventative maintenance service was completed for the device and the unit was deemed fit for use. The device remains at the customer site and no further investigation or action is warranted.

Event description:
It was reported to philips that the device failed the self-test. There was no patient involvement.